Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) sampling from: coloscope/olympus/cf-h190 I/2842693 cfu: no growth after 7 days incubation bacterial identification: n/a based on the provided data, no correlation has been observed between actual product device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the cleaning disinfection and sterilization (cds) information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use (IFU) with product status. After reprocessing by olympus, the hygiene microbiological investigation (hmi) results could not confirm customer findings and shown no growth.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for escherichia coli in two tests. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.